Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, alarms for high airway pressure were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
Our company field service engineer (fse) states that no deviations or faults could be seen when the anesthesia workstation was investigated at the hospital. No parts were replaced. The unit was returned to clinical use. The log contains alarms for high pressure but the date of the alleged event is not known. It is therefore not possible to confirm the alleged event in the internal log. There are no indications of any malfunctions in the technical log. We have not been able to determine the true case of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).